Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
Complaint description: pfs and medical records received. Pfs alleges pain, dislocation, elevated metal ions, and noise. Update 27 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what previously alleged, ppf alleges dislocation, metal wear, metallosis and elevated metal ions. It was also indicated in the ppf that the cup was removed. Doi: (B)(6) 2008; dor: (B)(6) 2015; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.